Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly and no missing segments or partial display anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were trying to deliver a bolus during the display disappeared. The customer¿s blood glucose level was 147 mg/dl. Customer stated that the insulin pump was dropped. The customer was advised to discontinue from the insulin pump at the quick release and to revert to the back-up plan. The insulin pump will be returned for analysis.